Event description:
It was reported that during a coronary drug eluting stenting procedure, the shaft of the taxus express2 2.50 x 16mm stent fractured. The physician was unable to deploy the sent so it was removed from the pt's body. After the device exited the rotating hemostasis valve, the shaft of the device came apart. The lesion being treated was located in the mide circumflex artery. The procedure was completed using another taxus express2 2.50x16mm stent. There were no pt complications reported.